Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 after the first attempt at implanting a 24mm asd it appeared to be have deployed in a cobra shape. The device was retrieved, reloaded and attempted to be deployed a 2nd time. During the 2nd attempt, a "string" was seen on the tee. The asd was explanted. The "string" appeared at the distal portion of the torquevue delivery system. After aspiration the "string" moved from left to right cavities. The procedure was completed by deploying a 26mm asd. This device was implanted successfully and the patient is stable.

Manufacturer narrative:
The reported event of a deformed deployment and a "string" could not be confirmed. Two videos were received from the field, the first appeared to show the occluder before full deployment and the second appeared to show a string on the right atrium. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.